Event description:
There is a noise from the ac power module. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2022-04500. Device investigation is completed; please see updated codes in this report.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.